Event description:
Caller reported fast depletion of pump battery, confirmed through cts logs to deplete more than 35% per day. There was no adverse impact on the customer's blood glucose level. Cts arranged for pump replacement due to its warranty, instructed caller on storage mode, and requested return of the faulty pump with a pre-paid label within 10 days. Customer will use mdi as backup therapy to ensure insulin delivery is not interrupted.